Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain via a manufacturer representative. It was reported that the patient was unable to charge their ins. The patient was unable to connect to the ins with the patient programmer. The patient was able to see a charging screen after attempting to reconnect. The patient stated that the ins went from 50% down to 0% in one day. It was also reported that they patient had encountered a por screen. The patient was able to begin charging the device at the end of the call and planned to charge the ins and clear the por screen once they reached 50%. No symptoms or complications related to the device/therapy were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.